Event description:
(B)(4). It was reported that during percutaneous coronary intervention, dissection occurred. In (B)(6) 2013, patient presented with stable angina and was referred for cardiac catheterization. The 99% stenosed target lesion was located in the distal right coronary artery and was 20 mm long with a reference vessel diameter of 3.00 mm. During index procedure, a choice pt xs guide wire was attempted to cross the posterolateral (pl) branch, however the wire would not cross the pl branch and was replaced with a non bsc guide wire. Target lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following placement of the study stent, a grade a dissection was noted distal to the target lesion extending to right posterior descending artery. This dissection was treated with placement of a bailout 2.5 x 12 mm promus drug eluting non study stent. The origin of the pl branch was compromised due to the placement of the bailout 2.5 x 12 mm promus drug eluting non study stent. The pl branch was then attempted to cross with a choice ptxs guide wire and a non bsc guide wire which would not cross the vessel. Both the wires were then replaced with a pt grafix wire and the compromised pl branch was treated with balloon dilatation. Following post dilatation residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).